Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the bearings were worn and the device was being too loud was confirmed. An assessment was performed on the device which found that the device emitted noise louder than normal, had excessive vibration, and would not engage/secure test gauge. It was further observed that the collet was corroded, and the bearings and o-rings were worn. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the service and repair department that the attachment device failed inspection due to worn bearings and being too loud. During in-house evaluation it was observed that the device emitted noise louder than normal, had excessive vibration, and would not engage/secure test gauge. During repair it was observed that the collet was corroded, and the bearings and o-rings were worn. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.